Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to cold solder joint on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performing self test but it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.